Event description:
It was reported that the service technician used the CPR lever to test the bed. The backrest section fell down instantly without warning. It is believed that the manual CPR lever on the enterprise 5000 caused the head end of the bed to fall down when raised over a 40 degree angle. Diagnosis revealed a faulty actuator. The fault was found during the commissioning stages so no incident with a patient or resident occurred. The technician adjusted the backrest actuator gas strut to prevent the headrest from instantly dropping when raised above a 40 degree angle using the manual CPR lever. The unit was tested and is fully functional.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the manufacturer arjohuntleigh, a branch of arjo (B)(4). The information provided by the complainant is not complete and requires verification. The initial understanding is that during commissioning of the bed, before installation at the end user, an alleged deficiency was found by the arjohuntleigh service technician. Additional information will be provided following the conclusion of the manufacturer's investigation.